Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other events reported for the manufacturing lot. A review of the trending project folder indicates that there is no existing trend analysis for this product and issue. Trend request has been submitted for the observed lot commonality. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported during hip surgery, the liner trial broke after being removed with a clamp during surgery. All pieces were retrieved.

Event description:
It was reported during hip surgery, the liner trial broke after being removed with a clamp during surgery. All pieces were retrieved.